Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 18 dec 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported in a study that seven patients experienced perforations during placement of gastric-jejunal tubes. These patients had an average weight of 4.6 kg (range 3.0¿11.2 kg) with a median age of 17 weeks (range 8 weeks¿2.1 years). There were two types of feeding tubes involved in the study, one of which was manufactured by halyard, and the other manufactured by applied medical technology, inc. It is unknown which, if any, of the reported events involved halyard devices. The perforation was diagnosed early in three patients, either in the operating room or immediately post-operatively, via free air visible on post-placement x-ray. These patients were treated with an immediate laparatomy. For the other four patients, delayed perforation was diagnosed with clinical decompensation leading to laparatomy. One of the patients died from subsequent sepsis. All cases of perforation occurred near the ligament of treitz at the location of the tip of the jejunal extension of the gastric-jejunal tube. No further information has been provided.